Manufacturer narrative:
Additional information: an additional lot number was added to the complaint. Medical device lot #: 8186918. Medical device expiration date: 1/31/2023. Device manufacture date: 1/15/2018. Investigation summary: nine sealed and intact 31g x 5mm pen needle samples were returned from lot. No. 8186918, cat. No. 325104 along with eighty five sealed and intact 31g x 5mm pen needle samples from lot. No. 8015903, cat. No. 325104. Visual examination was carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd¿ insulin pen needle broke off in the consumer's body during use. The following information was provided by the initial reporter, translated from german to english: "pen needle during the injection breaks in the body."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ insulin pen needle broke off in the consumer's body during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "pen needle during the injection breaks in the body."